Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uem0, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that the surgeon saw the patient in the office on the day of the report and determined that she needed an explant due to pocket infection. The patient had gone to see the doctor at his office due to pocket issues. The surgeon decided based in his criteria the pocket was infected and that the system required an explant. The issue was not resolved at the time of the report. No surgical intervention occurred but one was planned. It was unknown if it had been scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an antibiotics regimen was taken as an intervention due to the pocket infection, but was not effective. There was wound cellulitis, but the cause was unknown. The infection had not resolved as of (B)(6) 2015, but was healing well.